Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert. Customer declined further troubleshooting for power source alert. Subsequently, the battery gauge was intermittently fluctuating. There was no reported adverse impact to customer's blood glucose level. Customer continued to use the pump for insulin therapy.